Manufacturer narrative:
The insulin pump passed functional tests. The insulin pump was programmed with a basal rates and wizard bolus and monitored. The bolus and basal were delivered and recorded properly in bolus history screen and basal review screen. No bolus wizard anomaly was noted. The insulin pump was received with minor scratched liquid crystal display window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of about 300 mg/dl to 600 mg/dl. The customer reported that the bolus wizard settings on the insulin pump were not set properly. The customer would like to have the insulin pump replaced. The customer was advised that the insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).